Event description:
Clinical information: (B)(6) - portico valve-in-valve retrospective registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the most patient symptoms resolved within days or weeks of onset, but apraxia of fingers is still persistent. In june 2023, a computed tomography (CT) scan was performed, and valve had thrombosis present. Hypoattenuated leaflet thickening (halt) was also observed, which was accentuated on non-coronary cusp (ncc) and right coronary cusp (rcc), along with reduced leaflet motion of ncc and rcc, grade 2 insufficiency. No additional information was provided.

Manufacturer narrative:
An event of stroke, thrombus and hypoattenuated leaflet thickening (halt) was reported. Information from the field indicated that the site believed the stroke was related to the presence of valve thrombosis. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specifications for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.

Event description:
Related manufacturer report number: 2135147-2023-02309. Clinical information: crd_1025 - portico valve-in-valve retrospective registry, patient site ID: (B)(6) (r753412201, r753414101). It was reported that on (B)(6) 2021, a 23mm portico valve was implanted via a valve-in-valve procedure. The previously implanted valve was a 19mm trifecta valve with aortic stenosis. On (B)(6) 2022, the patient had a stroke. Symptoms included left arm weakness. The national institute of health stroke scale (nihss) score was 2. Patient was provided physical and occupational therapy exercises. On (B)(6) 2022, the patient was discharged. On (B)(6) 2022, the patient had a stroke with nihss score of 1. On (B)(6) 2022, the magnetic resonance imaging (MRI) of the head/brain indicated a stroke. Patient was provided with physical and occupational therapy. On (B)(6) 2022, the patient was discharged. No additional information was provided.

Manufacturer narrative:
Related manufacturer report number: 2135147-2023-02309. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.